Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.